Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 520 mg/dl, at the time of incidence. Customer felt nausea due to high blood glucose. Customer current blood glucose level was 210 mg/dl. Customer was treat with 4.9 units with insulin pump. Customer reported that they were using auto mode. Customer did not alleged that the insulin pump was under delivering. Customer declined to test the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.